Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that during the kit inspection, the product didn't work. Therefore, the nurse dismantled the battery pack and found that the battery was leaking. Subsequently, an alternative one was used to complete the surgery. Additional information received december 6, 2016 confirmed there was no harm or extension in the procedure.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Review of the device history record identified no deviations or anomalies. Product examination found that the wire had been cut, as shown in attached photos. Opening the battery found one of the batteries had leaked. Functional testing could not be performed as the wire was cut by the customer. This complaint is non-verifiable. However, the root cause cannot be specifically determined with the provided information.

Manufacturer narrative:
(B)(4).